Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed; 6 devices had damaged/broken components, 4 had worn components, 1 had a dirty component, and 1 had a misaligned component. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 12 </noe> malfunction events, where it was reported the brakes or 5th wheel could not be engaged or were difficult to engage. There was no patient involvement.